Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The adjusted length of the biopince ultra 18g 20 device didn't stay as adjusted and needed at 23mm. When taking the biopsy the throw length changed to 33mm. Luckily this didn't cause an issue however there was a huge surprise to the operator and could have been very dangerous for the patient.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The adjusted length of the biopince ultra 18g 20 device didn't stay as adjusted and needed at 23mm. When taking the biopsy the throw length changed to 33mm. Luckily this didnt cause an issue however there was a huge surprise to the operator and could have been very dangerous for the patient.